Event description:
It was reported that the deep brain stimulation (dbs) patient passed away. It was assessed by the physician that the cause of the patient's death was possibly related to an explant procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the event.